Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014, (device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product specifications. The report states that there are no significant trends.

Event description:
Report received indicated the patient noticed that there was a shallow ulcer under the mass at about 9:00 o'clock, round in shape, about 20 mm in diameter with minimal depth and a moist, pale pink wound bed. The patient reported that it was somewhat painful with a burning sensation at times. No further information was provided and the patient outcome was not reported.